Event description:
PICC line was inserted into patient after selection of basilic vein on (B)(6) 2025. Subsequent imaging revealed a metallic density as a probable portion of wire that extended from the region of the left pulmonary artery into the left lower lobe. On (B)(6) 2025, the patient underwent a right heart cath and the metal was successfully removed in two pieces. A 4 cm fragment was removed from the left pulmonary artery. A 1 cm fragment was removed from the inferior vena cava. The fragments were described as thin, black, soft wire-like material reportedly matching the stylet that accompanies power PICC kit.